Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the bonecutter, ar-8550bc, was being used during aclr preparation when metal shards appeared. Additional information provided on 7/26/19: notchplasty was the surgical technique being performed when the issue occurred. The majority of the metal fragments were removed via suction.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the presence of horizontal grooves opposite of the cutting window across the ar-8550bc inner tube. Corresponding grooves were identified within the inner diameter of the outer tube window, and consistent with a site of metal debris production. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of scuffing along the shrink tubing at the proximal end of the device. Material analysis confirmed the ar-8550bc met all as-received specifications.